Manufacturer narrative:
(B)(6). Device evaluated by mfg: returned device analysis revealed blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the balloon was inflated twice and ruptured on the second inflation. The device was removed intact.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous common iliac artery (cia). The 8.0mm x 40mm sterling balloon catheter was advanced to treat the target lesion. Upon inflation, the balloon ruptured at 10 atms. The device was removed and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).